Manufacturer narrative:
The reported field of event sensing anomaly could not be confirmed in the lab. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2022-16118. It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right ventricular (rv) lead had a connection issue with the implantable cardioverter defibrillator (ICD) as the rv lead worked perfectly fine with the new ICD that was implanted. The physician believes this was the cause of the noise previously noted on the rv lead and elected to keep the rv lead with the new ICD system. The patient was asymptomatic and was stable throughout the procedure.